Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software was installed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system touch screen would not work and the fluoro button was stuck for six seconds after release. No patient injury was reported.